Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used in the colon during a colonoscopy/esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, a biopsy was taken at the lower third of the esophagus and polypectomy was also performed at the cecum and transverse colon. The procedure was completed with this device and no device malfunction was reported. Additionally, the patient was reported to be fine after the procedure. On (B)(6) 2015, the patient developed fever and stomach pain. The patient went to the hospital and was examined by another physician who later found out that there was swelling that had built up in the cecum. The patient was then admitted, placed under observation, treated with antibiotics, and was subsequently discharged from the hospital the next day. The patient's current condition after being discharge was reported to be okay.